Manufacturer narrative:
Report # 1818910-2019-120892 is being retracted since the complaint was determined to involve a non-depuy device. There is no report of an adverse event involving a depuy device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the head was revised today as the competitors dual mobility construct continuously dislocated. Doi: (B)(6) 2019. Dor: (B)(6) 2019; right hip.